Event description:
It was reported that the customer's insulin pump was cracking on a corner of the screen. A replacement will be sent to the customer. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump had had minor scratched display window, scratched case, small crack battery tube threads, and a small crack reservoir tube lip. No crack noted on display window or on lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.